Event description:
Customer discovered, while performing calibration procedure the ventilator displayed an error message "pft". The biomed discovered the expiratory pressure transducer was defective. The biomed replaced the defective respiratory pressure transducer, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. No pt involvement or injury.